Event description:
It was reported that during the procedure, the introducer sheath was broken. As a result, a different product was used. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the introducer sheath was completely removed from the patient.